Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device powered up and interrogated with no errors, however the reported error was found in the error log. As a result the software was reconfigured and reloaded. (B)(4).

Event description:
It was reported that an error message was received on the programmer during a patient interrogation. The programmer was swapped out for a different one and no further issues were noted. The programmer will be returned for repair. No patient complications have been reported as a result of this event.